Event description:
The surgeon implanted a silicone lens. The lens tore during insertion and caused the capsule to tear. The lens was removed and a vitrectomy was performed. Surgery was completed using another lens. Additional follow up info has not been received.